Event description:
Decision was made to use a 30 mm gore cardioform septal occluder. This was then advanced over the wire and deployed in standard technique. After release of the tubing mechanism, it was noted that the locking mechanism was defective and undone. A 4 x 20 mm sterling balloon was also used to advance through the gore cardioform septal occluder to entrap the device and allow retrieval across the interatrial septum. Subsequently, using the 20 mm amplatz gooseneck snare, we were then able to snare the device through the flexcath. The valve was then subsequently delivered through the flexcath and taken out. FDA safety report ID# (B)(4).